Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-24373. It was reported the pt's charger and programmer are unable to communicate with the ipg. Additionally, it was reported the lead was broken at the extension site. Subsequently, the pt underwent surgical intervention to explant and replace the ipg and the lead. The pt reported effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.